Manufacturer narrative:
(B)(4). Meter and test strips involved in incident were returned and evaluated and performed to specification. Retain strips were also tested with returned meter and performed to specification. No failure detected.

Event description:
Customer stated her premier voice meter is reading too high. She had contacted the emt's the night before directly due to her nightly test result. On the evening of (B)(6) 2018, customer had performed a blood test and received a reading of 94. Customer does not have cs. She stated the emt tested her sugar with their meter system and received a 62. Customer had gastric bypass surgery, so pancreas still creates a large amount of insulin. When her glucose is low she feels very tired, her words are slurred and don't make sense. Her kids use this as a way of determining if her glucose is low and if they need to call ems. She said that when she received the 94 she did feel tired, but she felt that the reading was fine. She later said she started acting weird and so her kids checked because her words were slurring and not making sense. They called the ambulance and didn't retest until the ems arrived and then received 62 with their meter. They gave her orange juice and peanut butter to bring her sugar up to an acceptable level. She doesn't know how much time passed between the 94 and the ems testing her glucose. She doesn't recall but she wasn't coherent when the ems checked the voice meter and just said that it was "high". Uses alcohol wipe but also sanitizing gel. She is telling me that walking can cause her sugar to bottom out as well as any sort of otc medications. It sounds like many things can affect her glucose and has happened before. She had no questions and thanked me for taking it seriously and following up with her. Replaced meter, 100ct test strips, sent cs, and rl.